Event description:
It was reported that after completing a da-vinci assisted procedure, inspection during central processing identified that the tip of the permanent cautery spatula (pcs) instrument was "burnt."

Manufacturer narrative:
The permanent cautery spatula product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log review confirmed usage of two permanent cautery spatula instruments (lot #: n1021092) on (B)(6) 2022 with system (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information: on 03-may-2022, the following additional information was obtained from follow-up: the customer informed that, the instrument was inspected prior to use with no noted damage. The erbe-100 was used during the surgical procedure and the monopolar 4, bipolar 4 monopolar and bipolar generator settings were used. The grounding pad was placed on the right lateral thigh of the patient with no issues. The customer stated that there were no burns on the patient. The customer also noted that they did not observe any evidence of arcing of electrical energy during the surgical procedure. Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed replicated/confirmed the customers reported complaint "tip of the cautery spatula is burnt". Failure analysis found the primary failure of discoloration of the spatula tip to be related to the customers reported complaint. For clarification, the instrument was found to have discoloration of the spatula tip. The instrument was transferred to engineering for further investigation and initial findings were confirmed. A swab with alcohol was used to clean the spatula tip on both sides and it was observed that the discoloration was unable to be removed. This indicates that the discoloration was most likely iron oxide that formed on the spatula over time and usage. The root cause of this is attributed to mishandling/misuse.

Event description:
Refer to additional MFR for follow-up information.